Event description:
"The pt's allergic reaction to steri strips during an earlier gall bladder surgery caused an infection." This system was explanted, and there is no indication that it has been replaced. The hospital retained the devices. Should additional info be received, this file will be updated.